Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Two clips were implanted without issue. To further reduce mr, a third clip (110205u408) was implanted successfully, however after clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Another clip (10924r571) was advanced to the mitral valve in attempt to stabilize the slda clip and to further reduce mr, however the leaflets could not be grasped. The clip was not implanted and was removed. A total of three clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.